Event description:
The reported feedback suggests that there are flow issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
One 10012241 sample from lot 19025572 was received for investigation in sealed packaging. The customer indicates that the leakage was identified during connection with a needle, with fluid being pushed out of the needle upon connection. The connecting product was not returned to assist the investigation. A visual inspection of the sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting the female luer to a syringe filled with fluid and the male luer to a catheter obtained from bd stock. No fluid leakage was observed upon initial connection with the catheter; however it was noted that if pressure was applied to the syringe prior to connection with the texium, the pressure would cause fluid to be released through the catheter upon connection. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; however due to the design of the texium, it is possible for some minor fluid displacement to occur during connection with a female luer. In connecting products with a small priming volume, this may result in fluid being displaced out of the connecting product during connection. However in this instance, without the connecting product it could not be determined whether the customer's experience was design or use related. A review of the production records for lot 19025572 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, please note leakage due to fluid displacement can be overcome by connecting a smartsite product between the texium and the needle; this will increase the priming volume of the connection and minimize fluid loss. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 10012241 product in the past 12 months. H3 other text : see section h.10.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 10012241-0500. The 510k number provided is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there are flow issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.